Event description:
Additional information received indicated the noise on the right atrial (ra) was over-sensed and led to pacing inhibition which induced bradycardia. The ra lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of sensing noise, over-sensing far r-waves, pacing inhibition and insulation damage were confirmed. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil was found at 7.1 ¿ 8.1 cm from the connector pin consistent with friction to the device can. The outer coil was found abraded/separated in the abrasion zone. The cause of the reported events sensing noise, over-sensing far r-waves and pacing inhibition was due to the exposure/abrasion/separation of the outer coil and insulation damage was due to abrasion of outer insulation in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead was sensing noise and over-sensing far r-waves. The patient was brought into clinic, and a chest x-ray confirmed the ra lead had insulation damage as well. No changes were made and there were no consequences to the patient. Further information was requested but not received.